Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that numbers began to scroll after changing batteries and receiving button error alarm. Customer states he may have slept on top of insulin pump. Customer's blood glucose was 184 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, reservoir tube lip, minor scratched display window and missing endcap sticker.